Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation will be sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Concomitant medical products: nexgen articular surface with locking screw, cat#: 00596404017 lot#: 62544323, nexgen femoral limb-preservation system, cat#: 00599601552 lot#: 62717663. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06190, 0001822565-2017-06191, 0002648920-2017-00545. Product location unknown.

Event description:
It was reported that the patient suffered from early post-operative vascular complications, which subsequently lead to a limb amputation. Attempts have been made and no further information has been provided.